Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h7, h9 and h11. Complaint conclusion: a healthcare professional reported that during a coil embolization, a freeform mini 1.5mm x 2cm coil (mcr091520, 31434947) did not detach. The coil pusher wire was also stuck in detacher and would not separate. The entire system was removed. Additional event information received on 24-sep-2025 indicated that a headway duo microcatheter was used. One coil had been previously implanted. The complaint coil was the second one. There was no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. Two attempts were made using the detachment handle. There was no damage to the embolic coil or any device component. The device deficiency did not result in patient harm. The vessel was not excessively tortuous or had acute bends. The device was returned to j&j medtech for further evaluation. A non-sterile freeform mini 1.5mm x 2cm coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the embolic coil was not attached to the delivery system. The manual break was not attempted. Multiple bents were observed along the entire length of the delivery system. The proximal inner tube was translated and bent. No other damages were observed. Microscopic inspection revealed no damages on the detachment tube nor the loop-hole. A manufacturing record evaluation was performed for the finished device 31434947 number, and no non-conformances related to the malfunction were identified. Although no embolic coil was attached to the delivery system, the issue reporting the failure to detach is confirmed. This could be the result of the bents at the proximal end (detachment area); which could also be related to the issue reported regarding the coil wire getting caught in the detacher. Failure to detach issues are being address through j&j medtech quality system. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during a coil embolization, a freeform mini 1.5 mm x 2 cm coil (mcr091520, 31434947) did not detach. The coil pusher wire was also stuck in detacher and would not separate. The entire system was removed. Additional event information received on 24-sep-2025 indicated that a headway duo microcatheter was used. One coil had been previously implanted. The complaint coil was the second one. There was no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. Two attempts were made using the detachment handle. There was no damage to the embolic coil or any device component. The device deficiency did not result in patient harm. The vessel was not excessively tortuous or had acute bends.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode: krd/hcg. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.